Event description:
Edwards was informed of an explant of an edwards bioprosthetic valve, after an implant duration of approximately two (2) years and four (4) months due to aortic stenosis and aortic regurgitation. Intraoperatively, holes in the right coronary leaflet were detected. It was reported that the holes were caused by stiff sutures not being cut shortly enough at the original time of implantation. The device was replaced with another prosthetic valve. No operative complications were reported.

Manufacturer narrative:
This device is not marketed or sold in the u.s. However, it is similar to edwards device model 2800; carpentier-edwards perimount rsr pericardial bioprosthesis. Leaflet damage from suture tail abrasion. Additional manufacturer narrative: it was reported that the device was explanted due to stenosis and regurgitation. It was noted that there was leaflet damage from the sutures not being cut short enough at the time of implantation. Leaflet damage may result from trauma to the leaflet because of excess suture tail. This may result in a perforation, damage to the leaflet, which may require its removal. Per the device instructions for use (IFU): "it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Leaflet damage due to contact with exposed suture tails may result in regurgitation." The device is being requested for evaluation. It appears that technique/procedural related factors likely caused this event. However, the root cause cannot be confirmed at this time with the available information. A supplemental report will be submitted in the event any new information is obtained.

Manufacturer narrative:
X-ray. The subject device was returned and evaluated by edwards lifesciences. The report of perforations in the leaflet was confirmed. Two holes were observed on leaflet 2. One perforation did not penetrate the entire thickness of leaflet 2. Perforation was beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. However, no sutures were observed on the sewing ring near leaflet 2. A photo of the device provided by the initial reporter showed 2 sutures on sewing ring near leaflet 2. Another photo was consistent with lab findings. It has been determined that the root cause of this event was due to leaflet damage caused by suture tail abrasion. Per the device instructions for use (IFU): "it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Leaflet damage due to contact with exposed suture tails may result in regurgitation." No preventative or corrective actions are required at this time. Edwards lifesciences will continue to monitor all reported events.